Manufacturer narrative:
The field service engineer (fse) found the leak behind the ttm (triple transducer module). There was bloody fluid near vl52 (valve 52) which delivers the sample from the differential mix chamber to the flow cell. He found damaged tubing on vl52 which was the cause of the leak. The fse replaced the sample tubing at vl52 to resolve the leak. Upon recur; this failure mode is likely to generate erroneous differential results due to improper sample flow from the differential mix chamber to the flowcell. (B)(4).

Event description:
The customer reported a leak of green fluid behind the laser box on the lh750 instrument. The volume was reported as about 5 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated related to this event.